Event description:
The insitu cutter snapped. It was being using to cut a plate in the 1.2 upper face kit. No patient involvement, the plate was being cut on the back table, per the sales rep.

Manufacturer narrative:
Investigation in process, but not yet complete.